Event description:
Pt reports experiencing consistent ongoing site pain for the last 2 weeks, rated 11 or 15 out of 10 on pain scale. Pt states that this is usual for them and they always have site pain. Pt states they are using creams/gels but they don't help. Pt reports that they are also taking tramadol, which makes the pain better but does not completely resolve. Pt also reports that they were hospitalized about a month ago due to a site infection. Onset/resolution dates/status site of infection is unknown. Dates of admittance and discharge or length of hospitalization is unknown. Md is aware. No further info, details, or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2024. Pt began winrevair maintenance dosing (B)(6) 2024.